Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal section of the pipeline failed to open. The device was not in a bend and more than 50% had been deployed. The pipeline was removed from the patient and replaced by another pipeline to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the petrosa region of the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
H3: the pipeline flex with shield embolization device (model: ped2-475-20 lot: a456113) and the marksman catheter (model: fa-55150-1 030 lot: 217209145 ) were returned for analysis. The pipeline flex with shield embolization device was returned within the marksman catheter. The pipeline flex with shield pusher was found protruding from within the marksman hub for ~49.0cm. For further examination, the pipeline flex with shield pushwire was then pushed out from the catheter without issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the hypotube. The distal and proximal ends of the pipeline flex shield were found fully opened and moderately frayed. No bend found on the pusher. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the marksman catheter were measured to be within specifications. No flash or voids molded were observed in the hub. No damages were found with catheter hub, catheter body and distal tip. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was not confirmed as the proximal end of the pipeline flex braid was fully opened. It is possible that the ¿damaged braid¿ and patient tortuous anatomy may have contributed to the reported issues. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.